Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient was experiencing increased charge burden and decrease in efficacy of the stimulator. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.